Event description:
It is reported that customer experienced button anomaly. Customer's blood glucose was 185 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump buttons all responded properly. The insulin pump was received with a cracked case at the display window corners, and minor scratches on the display window. Traces of moisture were noted at the display assembly during the visual inspection.